Event description:
The information received from the procedural physician states that the distal tip of this guidewire unraveled/fractured when extremely delicate movements were used in conjunction with a savvy pta balloon catheter. The physician states that the event occurred as soon as the savvy balloon engaged the junction of the wire and the floppy tip. The unraveling/ fracture occurred both when withdrawing the wire through the balloon and when advancing the wire through the balloon. The physician denies any prolapsing or pre-shaping of the guidewire. There is no report of patient injury. Please note that multiple attempts have been made to acquire patient and procedural specific information and have been unsuccessful.

Manufacturer narrative:
While manipulating the wire during a percutaneous transluminal angioplasty, the physician noticed that the wire unraveled and fractured during extremely delicate movements. The separated portion of the wire was removed and there was no reported patient injury. The product will not be returned and no lot number was provided. No additional information is available. This has been determined to be a manufacturing related issue and cordis has initiated a corrective action to prevent a recurrence of this issue. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. A recall has been enacted for specific lots pertaining to catalog number 503558x. However, the lot number for this particular complaint is unknown. Please note that file# has been opened to address "sv guidewire separation complaints."